Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump had a blank display, and they experience high blood glucose levels. The customer¿s blood glucose level was 437 mg/dl at the time of the incident. No symptoms were noted, but the case was treated with a manual injection. The customer noted the screen went blank after no interaction. Customer noted the device was not dropped, bumped, or exposed to moisture. Customer stated this was the second time this has happened, and they are using a new battery cap to see if the device can stay on. The battery cap, and 4 new batteries did not restore the screen. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received in manufacturing mode. Unit passed displacement test and self-test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted during testing. Unit was received with cracked retainer, minor scratched display window, fading serial number label and scratched case. Unit was tested with a good battery cap. Unit was received with out original battery cap.